Manufacturer narrative:
H9: fa-2020-055. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as "fluid was leaking from the white component of the twist clamp". This was observed before peritoneal dialysis therapy, when the transfer set was capped off. The transfer set was replaced. The nurse did not notice any physical damage to the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.